Manufacturer narrative:
(B)(4). Returned product pending evaluation results.

Event description:
Consumer complaint of low and lo blood glucose test results. Expected fasting blood glucose test result range is 89 to 118 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 73 mg/dl and e-2 error message. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/18/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set): 52 mg/dl (B)(6) 2015, 08:30 pm; lo, (B)(6) 2015, 08:30 pm; lo, (B)(6) 2015, 08/00 pm; 93 mg/dl, (B)(6) 2015, 08:00 pm; 58 mg/dl na 12:00 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low and lo blood glucose test results. Expected fasting blood glucose test result range is 89 to 118 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 73 mg/dl and e-2 error message. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/18/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.